Manufacturer narrative:
H4: the lot was manufactured between november 27-29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors underinfused during infusion. The devices contained 12g piperacillin/tazobactam in a total volume of 240 milliliters and infused at a rate of less than 10 milliliters per hour. In 24 hours, approximately 200 ml had been infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.